Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 titled ¿iombination of modified broström procedure augmentated with internalbrace and ankle arthroscopic surgery for chronic lateral ankle instability: clinical outcomes at viet duc university hospital¿. The study reviewed fifteen (15) patients who underwent foot and ankle procedures using arthrex fibertak devices. Six (6) patients were documented to have had ankle instability resulting complex regional pain syndrome during the thirty-nine (39) month follow-up period. Ref: nguyen, k. M. (2025). "Combination of modified broström procedure augmentated with internalbrace and ankle arthroscopic surgery for chronic lateral ankle instability: clinical outcomes at viet duc university hospital." 17.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.